Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter blood glucose errors. Device was monitored for several while connected to the test sensor and plug. Sever bolus deliveries were programmed and delivered during the monitoring time. No unexpected insulin flow blocked alarms, double bolus deliveries, calibration not accepted alarms, change sensor or bad sensor alarms, or additional sensor related errors or alarms occurred during testing. Device was uploaded to care link and a report from was generated. No unexpected double bolus deliveries noted in the daily summary of the care link report. B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 419mg/dl. Customer declined to troubleshot for high blood glucose value also for insulin flow block alarm. The insulin pump will be returned for analysis.